Event description:
Report indicates "set rate at 3cc/hr. After 2 hours pump beeping air. Total amount infused per pump reading was 2cc/hr but actually 250 cc infused. No additional information available at this time. Additional information from the account revealed that this was a nitroglycerin 250 cc bottle infusion for 3cc/hr. Account indicates that no patient injury or intervention occurred. Tubing information not available.